Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure. It was reported that the xience stent was direct stented (without pre-dilatation of the lesion) in a saphenous vein graft. It should be noted that the (IFU) states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Additionally, pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, it is unknown if the direct stenting (no pre-dilatation) and implanting in a saphenous vein graft contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). Incorrect anatomy (svg) and no-predilatation was performed (direct stenting.) The stent remains inside the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported, via a trial, that on (B)(6) 2009 the patient underwent direct stenting in the saphenous vein graft with one 3.5 x 23 mm xience v stent. On (B)(6) 2010, the patient was admitted for recurrent angina and underwent percutaneous coronary revascularization in the index target lesion. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Though requested, there was no additional information provided.